Event description:
It was reported via repair work order that the scale was inaccurate due to alignment and adjustment issues with scale module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.